Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2017 with the following findings: a visual inspection of the pump showed no damage to the battery compartment; the returned battery cap fit securely to the pump. During testing, the pump was unable to power on and was completely unresponsive. Further testing could not be performed. The pump¿s cover was removed, and moisture corrosion was found in the interior of the pump, including the power printed circuit board. The complaint of a temperature issue was not able to be adequately investigated during investigation due to the unresponsive pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).